Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. D3 and g1 correction: the manufacturing site was updated. Correction g8: the MFR report number should have been 3006705815 instead of 1627487.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's scs ipg was inoperable. It is unknown if this occurred prematurely. Surgical intervention may be undertaken at a later date to address the issue.